Event description:
Boston scientific received information that this patient presented to the emergency room with dizziness. Device evaluation noted 3700 non-sustained events. Noise was noted in unipolar configuration which the caller believes is due to the change they made in the device sensitivity. An alert was received due to low intrinsic amplitudes. It was also noted that the lead safety switch (lss) was triggered for this system due to a pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. The lss was reset and the lead was programmed to bipolar configuration. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific sales representative confirmed normal lead measurements during testing. The physician reported that a holter monitor was placed on the patient and they believe the issues may be non-device related and more cardiac related. The patient will continue to be monitored. No other adverse events have been reported. This product issue will be updated if additional information is received.